Manufacturer narrative:
This report is filed june 17, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.